Manufacturer narrative:
(B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where six infusion sets fell off within the past month. Infusion set was used for 2-3 hours on occasions and 6 for others. Patient replaced infusion set and resumed insulin successfully. No further information was available.